Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported for the past year the patient's pump therapy had not helped. It was reported the patient had been started out with a low dose to begin with, but when they increased the dose "around (B)(6) 2012," the patient ended up in the hospital due to gastrointestinal issues, nausea and vomiting. It was reported the patient was doing well now, the patient was weaned off the pump and there was no change in pain level. It was reported the pump was going to be turned off, because "she's getting to the end of her eri (elective replacement indicator) and therapy isn't really helping her." It was noted the patient had alzheimer's, was older, and didn't want to go through a surgery for pump replacement.

Manufacturer narrative:
(B)(4).